Event description:
International complaint coordinator reports one incident of blood leak with the psn 120 dialyzer. Incident occurred at the start of the pt's treatment. Blood leak was verified visually in dialysate. Blood was not returned to the pt, with estimated blood loss unk. Treatment was resumed with new disposables and completed without further incident.